Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this lead experienced ventricular fibrillation (vf) with intermittent undersensing. The device detected and delivered appropriate therapy that did not terminate the arrhythmia. This patient ultimately expired. It is unknown if this lead will be returned.

Manufacturer narrative:
Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient with this lead experienced ventricular fibrillation (vf) with intermittent undersensing. The device detected and delivered appropriate therapy that did not terminate the arrhythmia. This patient ultimately expired. It is unknown if this lead will be returned.